Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect insulin results which questioned by the physician for a patient. The following data was provided: initial at fasting status=229.6 mu/l (reference range=2.3 to 11.8 mu/l) /dilution=302.3 mu/l insulin at 1hr=294.7 mu/l /dilution=387.3 mu/l. Insulin at 2hr= >300 mu/l there was no reported impact to patient management.

Event description:
The customer reported falsely elevated architect insulin results which questioned by the physician for a patient. The following data was provided: initial at fasting status=229.6 mu/l (reference range=2.3 to 11.8 mu/l) /dilution=302.3 mu/l insulin at 1hr=294.7 mu/l /dilution=387.3 mu/l insulin at 2hr= >300 mu/l there was no reported impact to patient management.

Manufacturer narrative:
Obtained further information on 23apr2025: to insulin reagent lot number 70821lp59, list number 08k41-74 changed from lot number 69221lp57, list number 08k41-28. Updated section d4 catalog number to 08k41-74 from 08k41-28, lot number to 70821lp59 from 69221lp57, and primary UDI number to (B)(4) from (B)(4). The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for architect insulin reagent, lot 70821lp59. Review of tracking and trending for the architect insulin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70821lp59. Return testing was not completed as returns were not available. Historical performance of the architect insulin reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot 70821lp59 is within established limits, indicating that the lot is performing acceptably in the field. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect insulin reagent, lot 70821lp59.